Manufacturer narrative:
Patient reported to have sustained a fall, which appears to have caused the implanted lead to migrate from it's intended position and potentially have also damaged the connection between the lead and the implantable pulse generator (ipg), leading to loss of therapy for the patient. Prior to the patient fall, there are no indications of any system of component failure.

Event description:
Patient was implanted with a nalu peripheral nerve system on (B)(6) 2022 and reported receiving pain relief from the system. In (B)(6) 2023, approximately one year after being implanted, the patient reported not getting relief from the system after sustaining a fall in january 2023. Troubleshooting was performed, including reprogramming, without success. Xray imaging found the medial lead had migrated. Patient declined to have the lead repositioned and a full system explant was performed on (B)(6) 2024 per the patient's request.